Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.

Event description:
"Dr. Reported to sales rep that for a surgery, the omnifit loan kit was used. He further reported that when broaching with one of the broaches, the standard/large broach handle did not easily release the broach and that the broach was only able to be detached by using force. According to dr., the handle was unable to be used after this. He stated that further broaching was not necessary, but that a trial reduction with the broach was not possible because the broach could not be attached to the handle anymore. The surgeon also stated that he decided to do a trial reduction with the final implant."